Event description:
It was reported that the atrial lead exhibited poor sensing. Repositioning was unsuccessful, so the lead was explanted and replaced. It was noted that the insulation was damaged during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.